Event description:
Customer was hospitalized due to low blood glucose. It was reported over the weekend, the customer was unconscious, had a seizure and a concussion. It was also reported that prior to hospitalization, the customer stated she was giving herself a bolus of 0.7 units, but thinks she was given a 7.0 unit bolus. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.